Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable findings in b5, the investigation discovered the following non-reportable issues; the adhesive on the bending section cover or distal sheath (black covering of the bending section) had a chip, the adhesive around objective lens was peeled, the bending angle in up direction did not meet the standard value (due to wear of angle wire), the bending section cover had a scratch, the control unit had a scratch, the grip had a scratch, the up down plate had a scratch, the right left plate had a scratch, the forceps elevator/lock engagement lever had a scratch, the angulation lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector case had a scratch, the video connector had a scratch, the video connector had a crack, the switch 1 had a scratch, the right/left lever had a scratch, and finally due to wear of angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned an olympus asset, the flex deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the adhesive part of the objective lens had peeled off. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. The probable cause was stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The instruction manual / operation manual ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3, identifies the following related verbiage which could have prevented the phenomenon: ¿inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.